Manufacturer narrative:
Device evaluation: one smiths medical pneupac parapac ventilator was returned for analysis with a damaged connector alarm board, damaged wiring harness on gas supply indicator and corroded battery holder. During analysis, the reported issue was able to be duplicated. It was noted that the alarm board was damaged and was the cause of the reported problem. Service replaced the board and the indictor to correct the reported issue. Service also recommended that the on/off switch cam still needs to be adjusted. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator was not alarming. There were no reported adverse effects.